Manufacturer narrative:
(B)(6). The device was serviced on site by a service technician as part of preventative maintenance. Visual inspection and functional testing were performed. The f-38 alarm was identified during functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The cause of the condition was force sensing resistors (fsrs) out of specification. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-38 (malfunction in tube misloading detection circuitry) alarm. No additional information is available.